Manufacturer narrative:
The pump passed the active current test and sleep current test and selftest. No low battery alarm noted during testing. No frozen screen and no failed battery alarm during testing. Failed battery alarm not found in the formatted history file and on the event date. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 11:34:00 faster than expected at 6.04 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 07:50:00 after more than 7 days at 19.56 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to the electronic assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Power problem-battery loss confirmed and damage confirmed. Display anomaly-frozen screen not confirmed and power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump don't power, frozen display. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and the frozen display issue recurred after installing a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.